Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (340- approximately 350 mg/dl) and insulin injections were administered to address the bg level. The cause of the high bg was not known. The bg level was observed to elevate approximately 3 hours after reconnecting to the pump after a shower or on the 3rd day of supply use. As the high bg events had occurred in the past, troubleshooting was unable to be performed. Tandem technical support informed the contact that humalog was labeled for 48 hour use with the cartridge. The contact acknowledged the information.